Event description:
It was reported that an alert triggered for oversensing and noise on the right ventricular (rv) lead. The lead also had a fracture in the pace/sense portion. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
The impedance was noted to have increased. The svc coil remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead, (B)(6) 2008; 4193 implantable pacing lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4)